Event description:
It was reported that the patient presented for follow up in the clinic. It was noted that the left ventricular (lv) lead exhibited inadequate capture thresholds. Chest x-ray confirmed lv lead dislodgement. Despite two revisions, the lv lead continued to dislodge. The lv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.